Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a problem with her glucose meter. The customer then mentioned that she had been hospitalized back in (B)(6) due to high blood glucose levels. The customer was again hospitalized in (B)(6), but was not wearing the insulin pump at that time. Troubleshooting was not possible as the insulin pump was with the customer's hcp. The customer stated that her hcp no longer wants the customer on insulin pump therapy. Nothing further was reported.